Manufacturer narrative:
(B)(4). Devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt had been requiring dose increases with lack of efficacy. The physician was replacing the pump due to eos (end of service) pending. When the catheter was exposed, there was a hole in it. There was no anchor on it and the distal portion had no markings. It had a 45 degree cut on the end. The physician was concerned about what type of catheter it was, so replaced the entire system. The pt recovered without sequela. The device system was used to deliver morphine sulfate.